Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Valve deployment was attempted twice and recaptured into the delivery catheter system (dcs) due to positioning difficulties. Following full deployment of the valve, the dcs was withdrawn from the annular plane; however, the nosecone of the dcs interacted with the valve outflow, causing the valve to dislodge. Subsequently, the valve was explanted, and a surgical aortic valve replacement was performed. A one-hour procedural delay was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 17-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the access site used was femoral. A non-medtronic guidewire was used. The valve was implanted in the native annulus using cusp-overlap technique (cot). Training guidance for slow deployment was followed and the nose cone was centered in the frame inflow prior to retracting the guidewire. The delivery catheter system (dcs) was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgment was the nose cone in the area of the valve outflow/paddles and the patient's horizontal root with dense annular/subannular calcification contributed to the event.

Manufacturer narrative:
Updated data: b5 concomitant medical products: product ID bsc safari; product lot/serial number na; product type: guidewire; h2 h3 h6 image review: static images and one media file were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured between 69.5 millimeter (mm) and 71.6mm suggesting a 26mm evolut. The aortic valve appeared to be significantly calcified with protruding calcium in the annulus extending to the left ventricular outflow track. A fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. It was reported that two recaptures were performed due to positioning difficulties. Prior to valve release, there was evidence of under expansion possibly due to the protruding calcium. The media file provided reveals a dislodged valve in the ascending aorta and not fixed. Subsequently, the patient was converted to surgery for an explant. It was reported that the cause of the dislodgement was nose cone interaction with the valve. However, images of the dislodgement event were not captured and provided for review. Of note, medtronic recommends caution while withdrawing the d elivery catheter system to minimize interaction with the evolut frame. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.